Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare provider (hcp) via a clinical study indicated the cause of the catheter occlusion was not determined. The patient's weight was (B)(6) pounds. No further complications were reported/anticipated.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8780, serial (B)(4), implanted: (B)(6) 2015, product type: catheter. Analysis of the catheter found acceptable testing and that the catheter was incomplete and returned in segments. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving dilaudid (3000.0 mcg/ml at 1058.1 mcg/day) via an implantable infusion pump. The indication for use was noted as non-malignant pain. It was reported the patient continued to have increased pain despite epidural steroid injections and increases in medication. A catheter access port (cap) contrast dye study was performed on (B)(6) 2017 and gave results of inability to aspirate from the catheter/side port. It was noted there was good intrathecal layering, however experience had shown that replacement after inability to aspirate had resolved the issue. The decision was made to replace the catheter. The patient was hesitant but after continued issues with increased pain she decided to move forward. The catheter was explanted and replaced on (B)(6) 2017. The device diagnosis was catheter occlusion. The outcome was resolved without sequelae on (B)(6) 2017. The etiology of the event was noted as related to the device or therapy and not related to the implant procedure. No further complications were anticipated/reported.